Event description:
It was reported the patient went into a store last week and felt stimulation increase. The reporter stated that stimulation was ¿real strong¿ and they could hardly move their legs. It was noted the patient turned stimulation down and they were doing well. It was further noted the patient was still a little weak form their implant surgery. The reporter stated they kept stimulation at 1.80. The reporter further stated they when they lay on their back they feel stimulation strongly. It was noted the patient sweats in winter and summer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that it was believed that the weakness was caused from emi caused by the stores security system. It was noted that the patient did fully recover. It was noted that the device was interrogated by the manufacturing representative and as far as the healthcare professional (hcp) knew there was no problem.

Event description:
Additional information received reported the cause of the event was a retail store's security system. It was noted the patient had a sudden high level of stimulation. It was further noted that after the patient walked into the store they experienced increased stimulation. The reporter stated the store's computer systems were not functioning properly for a prolonged period. It was noted the patient did not require hospitalization and the patient outcome was no injury.